Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. This device was determined to have no contribution to this event.

Manufacturer narrative:
Please disregard previous report(s) as it was determined that no allegations were made against this device and it was reported in error.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6)2015, and then experienced revision surgical procedure on (B)(6) 2023 approximately 8 years and 1 month after initial implant. Postoperative diagnosis; femoral loosening and extensive poly wear osteolysis. No images were provided. There is no other information available.